Event description:
It was reported that the procedure was to treat an 80% stenosed lesion located in a moderately calcified and difficult angled right renal artery. A hi-torque (ht) spartacore guide wire was placed in position. The herculink stent system had resistance with the guide wire during advancement but the physician got it into position. However, the physician lost access to the artery and the guide wire popped from the artery but did not damage the artery. The stent couldn't be removed from the guide wire so the stent and the guide wire were pulled as one unit. The procedure was aborted due to the anatomical challenges. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The spartacore guide wire referenced is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance/position and difficult to remove were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.